Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 550 mg/dl; cause of the elevated bg level was unknown. Reportedly, the customer went to the ER only on 01/03/23. The customer reported that the wait at the ER was too long so they left and delivered a correction injection to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. No additional patient or event information was available.